Event description:
Pt diagnosed with hcc in 7/2002 received a delivery of 147.5mci of therasphere via rha. Subject was admitted to hospital with jaundice and worsening prerenal azotemia, acute tubular necrosis with symptoms of diarrhea, fatigue, anorexia, and dehydration with mental status changes. During hospitalization, pt was treated with IV fluids and,per subject and family wishes, was transferred to a skilled nursing facility on comfort measures only. Pt died from acute renal failure and liver failure. Liver decompressing prior to treatment, but only noted after treatment. Due to the close time of treatment, it is not possible to exclude therasphere treatment as a possible cause of this event.